Manufacturer narrative:
Evaluation found the tip is melted. Breakage is due to thermal influence, which we consider misuse. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that an eddy irrigation tip broke. The event outcome is unknown as of this MDR evaluation.